Event description:
A .018¿ st command wire was introduced into a .018¿ navicross catheter via a 6fr sheath. The hydrophilic coating on the .018¿ st command wire came off, and to remove the wire the tip of the navicross had to be cut.